Event description:
Info received related to a trial conducted outside of the u.s. The pt experienced a mi with thrombus. Two vision stents are implanted in the pt. Although the thrombus cannot be directly linked to a malfunction of the product, the need for an additional balloon catheter for treatment is considered medical intervention to prevent injury and therefore is MDR reportable.